Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (non-functional therapy electrodes) was isolated to the electrode belt¿s pulse wire being broken at the rear-1 therapy electrode (te), causing the electrodes to be non-functional. The root cause for broken wire was physical abuse. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that an electrode belt had non-functional therapy electrodes.